Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken and contaminated, the battery release, knobs, release spring, keyboard, battery drawer o-ring and the battery flex were contaminated, one side bail cover was missing, one side bail cover was broken, one side bail was missing and one was bent, the ring cover and ring bail were missing, the lead flex cover was corroded, the battery contacts were contaminated and compressed, and the battery drawer was broken and contaminated. (B)(4).